Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue resolved after reinstalling the software. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that mobile view station (mvs) screen was displaying the message "corrupt: \windows\system32\config\system" when the system was turned on. There was no patient present when this issue was identified.